Manufacturer narrative:
On 14 june 2017 the patient match department reviewed the planning of this case and commented as follows: our analysis of the planning process of this case found no deviations from the standard procedures. Each step has been performed correctly. The problem mentioned in the complaint (detachment of the fixating screw) is, anyway, not imputable to the planning process. No extra-analysis is possible, since no x-ray is available. Batch review performed on 26 june 2017. Lot 163060: (B)(4) items manufactured and released on 04 august 2016. Expiration date: 2021-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. The cause of the pain in unknown. The surgeon swapped the poly. The surgery was completed successfully. The surgeon stated that nothing was visible on the x-rays, somehow the knee stretched out and the poly is to be upsized from a 10 to a 17 in order for the knee to become stable again. X-rays and explants are not available.